Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient with a 26mm sapien xt in aortic position, for 5 years and 2 months, is experiencing dyspnea and chest pain. The patient remained stable, without oxygen support, and some medication prescribed. The patient is under observation. It is programmed that the patient will undergo a valve-in-valve procedure.

Event description:
Edwards received notification from our affiliate in brazil. As reported, a patient with a 26mm sapien xt in aortic position, for 5 years and 2 months, is experiencing dyspnea and chest pain. The patient remained stable, without oxygen support, and some medication prescribed. The patient was under observation. A self-expandable valve non-edwards valve was implanted in the degenerated sapien xt. The patient was recovering well.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, d4, d6, and h4.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve degeneration was unable to confirmed due unavailability of relevant medical record and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''an implant of a 26mm sapien xt in aortic position, 5 years and 2 months post procedure, the patient presented dyspnea and chest pain''. Additionally, noted that patient had history of diabetes mellitus and hyperparathyroidism. It is well known that patient with diabetes mellitus (dm) may increase the risk for valve calcification leading to valve degeneration. And the hyperparathyroidism can raise the calcium level in blood stream, which can also accelerate the valve calcification resulting in valve degeneration. As such, available information suggests that patient factors (diabetes mellitus, hyperparathyroidism) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, corrective/preventive action nor product risk assessment (pra) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.